Event description:
(B)(6) 2023 clinical r119975225-ae-100 (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (3 mg at 1.09166 mg/day) and bupivacaine (25 mg at 9.09713 mg/day) via an implantable pump for unknown indications for use. It was reported that about 2 weeks after a routine pump exchange the patient started to have multiple issues: numbness to legs, abdominal symptoms, increase in back and leg pain. She had multi-level mris and xray scans with no significant findings. The patient was hospitalized from (B)(6) 2023 to (B)(6) 2023. The catheter was attempted to be aspirated but could not be. A catheter replacement was performed and an occlusion due to a granuloma at the tip of the catheter was reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6)2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-nov-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.